Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0t9r9, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative (rep) reported lead insertion difficulty during a procedure. This was a new implant and they could not insert the lead into the connector block. The doctor felt an obstruction in the connector block. Lubrication and rotation did not resolve the issue. The caller was instructed to use another implantable neurostimulator (ins). Additional information received from the rep in response to follow-up reported that another ins had worked and was able to be hooked up to the lead and was implanted. Additional follow-up was performed to determine what the cause of the lead not connecting to the ins was.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) revealed setscrew backed out too far. Difficulty was encountered when attempting to insert a known good lead into the connector port. The bore of the strain relief insert appeared slightly angled and did not align with the opening in the #0 connector. The front edge of the #0 connector appeared to be damaged looking down the bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.